Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. The device self-corrected with a device reset. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 unexpectedly restarted. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device logs identified a safety reset. The occurrence of a safety reset during ventilation does not lead to any immediate risk, as long as the fault is not persistent enough to prevent the user from starting (and then continuing) therapy. Under the defined safety requirements, the ventilator is expected to restart ventilation within 20 seconds of an unexpected restart during ventilation. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).